Event description:
It was reported that when the device was used, with a reload cartridge, during an unknown procedure it locked out. Another device was used to complete the case. There was no consequence to the patient.